Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 around 9am, the patient¿s cgm was reading 70 mg/dl. No bg meter reading was taken at this time. The patient became anxious and self-treated with bananas and sweet beverages. Despite treatment, the patient¿s cgm readings dropped to 59 mg/dl. The patient then took ¿glucose shots¿ and ¿glucose gel¿. Around 10am, the patient was experiencing headaches, lightheadedness, and trembling. The patient¿s coworkers provided her with more food and at this point, the patient was losing the ability to stand. By noon, the patient was brought to the medical clinic at her workplace. Her bg meter reading was 200 mg/dl while the cgm was reading low mg/dl. She was advised to rest while her bg levels decreased. There was no documentation of any medication or treatment being provided to the patient at the clinic. An hour later, the patient¿s bg meter reading was 153 mg/dl and the cgm was reading 90 mg/dl and then dropped to low mg/dl after a few minutes. The patient attempted to calibrate the cgm device but received a ¿calibration not used¿ alert. The patient was sent home after resting at the clinic for 1-1.5 hours. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.